Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had been admitted to the emergency room with hyperglycemia on (B)(6) 2023. The patient's blood glucose levels reached 306 mg/dl while wearing the pod between 4 and 24 hours. Symptoms reported include hyperglycemia, vomiting, and dehydration. The patient was treated with IV fluids. The patient also received an EKG and blood work. The patient reported that the pod was leaking at the infusion site during the event. The patient had not been discharged at the time of the reporting of this event.